Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 700 mg/dl. Subsequently, customer was hospitalized. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm bg reading, however, the meter bg reading was over 700 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.